Event description:
It was reported that a demo external pulse generator header was used for a trial procedure.

Manufacturer narrative:
A demo epg header that was used was reported to abbott. No devices were returned for evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and that this device was intended for human use. Based on the information received, the device was in conformance at shipment and the complaint allegation was not confirmed.